Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook (pch) instrument was observed to be broken. Once observed, the instrument was promptly replaced and the damaged pch instrument was inspected with no broken fragments identified. The procedure was completed utilizing a back-up da vinci instrument of the same kind with no reported injury or surgical procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Manufacturer narrative:
The single site permanent cautery hook instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 0.886" from the distal tip. A piece measuring approximately 0.037" x 0.099" was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.